Event description:
An advocate from (B)(6) stated his wife had hypoglycemic symptoms but the contour next link gave her a blood glucose reading of 127mg/dl. He called an ambulance and the patient was retested on a different meter with a reading of 20mg/dl. The paramedic gave her four glucose units. The patient was taken to the hospital and a blood test was performed on her. The reading was 64mg/dl. Information regarding further treatment was not provided. She was ultimately discharged and sent home. No additional information regarding the event was provided. The test strips are expected to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information, is not provided due to privacy laws.